Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tubes") and genital haemorrhage ("abnormal bleeding(general)") in a 39-year-old female patient who had essure (batch no. 625645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didnot undergo an essure confirmation test". The patient's past medical history included multigravida, parity 5 (29may1991, 20jul1994, 14sep1995, 18may2006, 05sep2007), gallbladder operation in 2009 and arthritis. Concurrent conditions included overweight, hypertension, acute bronchitis, acute frontal sinusitis, acute maxillary sinusitis, esophageal reflux, gerd, gastritis, esophagus ulceration, barrett's oesophagus, abdominal adhesions, endometriosis of uterus, ovarian cystadenoma, smoker, esophagogastroduodenoscopy since 13-may-2015, abdominal pain, heartburn, nausea and dysphagia. Family history included diabetes mellitus (father), stroke syndrome (father), hypertension (maternal grandmothers), renal insufficiency and kidney cancer. Concomitant products included diazepam (valium), hormones nos and ibuprofen. In (B)(6)- 2007, the patient had essure inserted. In (B)(6)- 2014, the patient experienced mood swings ("mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). In (B)(6)- 2014, the patient experienced fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In june 2014, the patient experienced procedural pain ("painful post-operative recovery, physical pain"). On (B)(6)-2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), seizure ("seizures"), vaginal discharge ("vaginal discharge") and back pain ("lowe back pain"). The patient was treated with hydrochlorothiazide, multivitamins, ascorbic acid (vitamin c), pantoprazole (protonix), oxycocet (percocet), metoprolol and surgery (hysterectomy with unilateral salpingo-oopherectomy - laparoscopy/ hysterectomy with). Essure was removed on 4-jun-2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, procedural pain, mood swings, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, seizure, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia and back pain outcome was unknown. The reporter considered alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, infection, menorrhagia, migraine, mood swings, procedural pain, seizure, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure-. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. (B)(6)-2015 : surgical pathology report- specimen received: snub right shoulder diagnosis: skin lesion right shoulder, excision. Benign epidermal inclusion cyst clinical diagnosis and history: gerd, abdominal pain, nub right shoulder. Microscopic description: sections of skin lesion from right shoulder reveal a surface lining of benign keratinizing squamous epithelium. Beneath the epithelial surface is a benign cystic structure lined by a benign keratinizing squamous epithelium consistent with an epidermal inclusion cyst. Surgical pathology report - specimen received: gastro-esophageal junction biopsy. Diagnosis: squamous changes consistent with reflux. No evidence of eosinophilic esophagitis seen, no intestinal metaplasia, dysplasia or malignancy seen. Clinical diagnosis: preoperative diagnosis: gerd, abdominal pain postoperative diagnosis: esophageal ulcer microscopic description: the sections show primarily squamous mucosal tissue with reactive basilar hyperplasia and high vascular papillae suggestive of reflux. No evidence of eosinophilic esophagitis seen, no intestinal metaplasia, dysplasia or malignancy seen. (B)(6)-2015 : surgical pathology report - specimen received: uterus with right :fallopian tube and ovary diagnosis: uterus with right fallopian tube and ovary- adenomyosis uterus, benign endometrial mucosa with extensive autolysis, benign cystic follicles, right overy. Clinical diagnosis: preoperative diagnosis- dysmenorrhea, menorrhagia gross description: surgery: hysterectomy, right salpingo-oophorectomy designation: uterus/ cervix, right fallopian tube and ovary¿ received: in formalin is a uterus with attached cervix and attached right adnexa. Specimen was obtained on 04jun2015. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirms abdominal pain, menorrhagia, dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6)- 2018: medical record received. Lot number added. Concomitant & historical conditions are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tubes") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure (batch no. 625645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 5 ((B)(6) 1991, (B)(6) 1994, (B)(6) 1995, (B)(6) 2006, (B)(6) 2007), gallbladder operation in 2009 and arthritis. Concurrent conditions included overweight, hypertension, acute bronchitis, acute frontal sinusitis, acute maxillary sinusitis, esophageal reflux, gerd, gastritis, esophagus ulceration, barrett's oesophagus, abdominal adhesions, endometriosis of uterus, ovarian cystadenoma, smoker, esophagogastroduodenoscopy since (B)(6) 2015, abdominal pain, heartburn, nausea and dysphagia. Family history included diabetes mellitus (father), stroke syndrome (father), hypertension (maternal grandmothers), renal insufficiency and kidney cancer. Concomitant products included diazepam (valium), hormones nos and ibuprofen. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea"), fatigue ("fatigue/fatigue"), weight increased ("weight gain/weight gain/loss specify: weight gain") and alopecia ("hair loss"). In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced mood swings ("mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/migraine/headache") and headache ("headaches/migraine/headache"). In (B)(6) 2014, the patient experienced procedural pain ("painful post-operative recovery, physical pain"). In 2015, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("anxiety/psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), seizure ("seizures"), vaginal discharge ("vaginal discharge") and back pain ("lowe back pain/low back pain"). The patient was treated with hydrochlorothiazide, multivitamins, ascorbic acid (vitamin c), pantoprazole (protonix), oxycocet (percocet), metoprolol, paracetamol (tylenol), sertraline (zoloft) and surgery (hysterectomy full with unilateral salpingo-oopherectomy - laparoscopy/ hysterectomy with). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, mood swings, hot flush, female sexual dysfunction, infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, seizure, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia and dyspareunia outcome was unknown and the genital haemorrhage, procedural pain, vaginal haemorrhage, menorrhagia and back pain was resolving. The reporter considered alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, infection, menorrhagia, migraine, mood swings, procedural pain, seizure, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure-. (Essure insertion date discrepancy was noted (B)(6) 2007 and (B)(6) 2008). There was decrease of pain shortly after the essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. (B)(6) 2015 : surgical pathology report- specimen received: snub right shoulder diagnosis: skin lesion right shoulder, excision. Benign epidermal inclusion cyst clinical diagnosis and history: gerd, abdominal pain, nub right shoulder. Microscopic description: sections of skin lesion from right shoulder reveal a surface lining of benign keratinizing squamous epithelium. Beneath the epithelial surface is a benign cystic structure lined by a benign keratinizing squamous epithelium consistent with an epidermal inclusion cyst. Surgical pathology report - specimen received: gastro-esophageal junction biopsy. Diagnosis: squamous changes consistent with reflux. No evidence of eosinophilic esophagitis seen, no intestinal metaplasia, dysplasia or malignancy seen. Clinical diagnosis: preoperative diagnosis: gerd, abdominal pain postoperative diagnosis: esophageal ulcer microscopic description: the sections show primarily squamous mucosal tissue with reactive basilar hyperplasia and high vascular papillae suggestive of reflux. No evidence of eosinophilic esophagitis seen, no intestinal metaplasia, dysplasia or malignancy seen. (B)(6) 2015 : surgical pathology report - specimen received: uterus with right :fallopian tube and ovary diagnosis: uterus with right fallopian tube and ovary- adenomyosis uterus, benign endometrial mucosa with extensive autolysis, benign cystic follicles, right overy. Clinical diagnosis: preoperative diagnosis- dysmenorrhea, menorrhagia gross description: surgery: hysterectomy, right salpingo-oophorectomy designation: uterus/ cervix, right fallopian tube and ovary¿ received: in formalin is a uterus with attached cervix and attached right adnexa. Specimen was obtained on 04jun2015. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirms abdominal pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality safety evaluation of ptc (product technical complaint). Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tubes") and genital haemorrhage ("abnormal bleeding(general)") in a 39-year-old female patient who had essure (batch no. 625645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 5 ((B)(6) 1991, (B)(6) 1994, (B)(6) 1995, (B)(6) 2006, (B)(6) 2007), gallbladder operation in 2009 and arthritis. Concurrent conditions included overweight, hypertension, acute bronchitis, acute frontal sinusitis, acute maxillary sinusitis, esophageal reflux, gerd, gastritis, esophagus ulceration, barrett's oesophagus, abdominal adhesions, endometriosis of uterus, ovarian cystadenoma, smoker, esophagogastroduodenoscopy since (B)(6) 2015, abdominal pain, heartburn, nausea and dysphagia. Family history included diabetes mellitus (father), stroke syndrome (father), hypertension (maternal grandmothers), renal insufficiency and kidney cancer. Concomitant products included diazepam (valium), hormones nos and ibuprofen. On (B)(6) 2008, the patient had essure inserted. In 2008, 6 years 8 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea"). In 2008, the patient experienced fatigue ("fatigue/fatigue"), weight increased ("weight gain/weight gain/loss specify: weight gain") and alopecia ("hair loss"). In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced mood swings ("mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/migraine/headache") and headache ("headaches/migraine/headache"). In (B)(6) 2014, the patient experienced procedural pain ("painful post-operative recovery, physical pain"). In 2015, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("anxiety/psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), seizure ("seizures"), vaginal discharge ("vaginal discharge") and back pain ("lowe back pain/low back pain"). The patient was treated with hydrochlorothiazide, multivitamins, ascorbic acid (vitamin c), pantoprazole (protonix), oxycocet (percocet), metoprolol, paracetamol (tylenol), sertraline (zoloft) and surgery (hysterectomy full with unilateral salpingo-oopherectomy - laparoscopy/ hysterectomy with). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, mood swings, hot flush, female sexual dysfunction, infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, seizure, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia and dyspareunia outcome was unknown and the genital haemorrhage, procedural pain, vaginal haemorrhage, menorrhagia and back pain was resolving. The reporter considered alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, infection, menorrhagia, migraine, mood swings, procedural pain, seizure, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure-. (Essure insertion date discrepancy was noted (B)(6) 2007 and (B)(6) 2008). There was decrease of pain shortly after the essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. (B)(6) 2015 : surgical pathology report- specimen received: snub right shoulder diagnosis: skin lesion right shoulder, excision. Benign epidermal inclusion cyst clinical diagnosis and history: gerd, abdominal pain, nub right shoulder. Microscopic description: sections of skin lesion from right shoulder reveal a surface lining of benign keratinizing squamous epithelium. Beneath the epithelial surface is a benign cystic structure lined by a benign keratinizing squamous epithelium consistent with an epidermal inclusion cyst. Surgical pathology report - specimen received: gastro-esophageal junction biopsy. Diagnosis: squamous changes consistent with reflux. No evidence of eosinophilic esophagitis seen, no intestinal metaplasia, dysplasia or malignancy seen. Clinical diagnosis: preoperative diagnosis: gerd, abdominal pain postoperative diagnosis: esophageal ulcer microscopic description: the sections show primarily squamous mucosal tissue with reactive basilar hyperplasia and high vascular papillae suggestive of reflux. No evidence of eosinophilic esophagitis seen, no intestinal metaplasia, dysplasia or malignancy seen. (B)(6) 2015 : surgical pathology report - specimen received: uterus with right :fallopian tube and ovary diagnosis: uterus with right fallopian tube and ovary- adenomyosis uterus, benign endometrial mucosa with extensive autolysis, benign cystic follicles, right ovary. Clinical diagnosis: preoperative diagnosis- dysmenorrhea, menorrhagia gross description: surgery: hysterectomy, right salpingo-oophorectomy designation: uterus/ cervix, right fallopian tube and ovary¿ received: in formalin is a uterus with attached cervix and attached right adnexa. Specimen was obtained on (B)(6) 2015. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirms abdominal pain, menorrhagia, dysmenorrhea most recent follow-up information incorporated above includes: on 14-sep-2018: pfs received. Dyspareunia was added. Outcome of the events abnormal bleeding, vaginal bleeding and menorrhagia, back pain, procedural bleeding were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tubes"), genital haemorrhage ("abnormal bleeding(general)") and seizure ("seizures") in a 39-year-old female patient who had essure (batch no. 625645 ,b25645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didnot undergo an essure confirmation test". The patient's medical history included multigravida, parity 5 ((B)(6) 1991, (B)(6) 1994, (B)(6) 1995, (B)(6) 2006, (B)(6) 2007), gallbladder operation in 2009, arthritis, vomiting, stress, pain, hiatal hernia, cholecystitis, lipase increased, anorexia, dizziness, infected toe, illness, general body pain, sore throat, myalgia, swallowing disorder, coughing and cholecystectomy. * (B)(6) 2015: surgical pathology report- specimen received: snub right shoulder diagnosis: skin lesion right shoulder, excision. Benign epidermal inclusion cyst clinical diagnosis and history: gerd, abdominal pain, nub right shoulder. Microscopic description: sections of skin lesion from right shoulder reveal a surface lining of benign keratinizing squamous epithelium. Beneath the epithelial surface is a benign cystic structure lined by a benign keratinizing squamous epithelium consistent with an epidermal inclusion cyst. Surgical pathology report - specimen received: gastro-esophageal junction biopsy. Diagnosis: squamous changes consistent with reflux. No evidence of eosinophilic esophagitis seen, no intestinal metaplasia, dysplasia or malignancy seen. Clinical diagnosis: preoperative diagnosis: gerd, abdominal pain postoperative diagnosis: esophageal ulcer microscopic description: the sections show primarily squamous mucosal tissue with reactive basilar hyperplasia and high vascular papillae suggestive of reflux. No evidence of eosinophilic esophagitis seen, no intestinal metaplasia, dysplasia or malignancy seen. (B)(6) 2015 : surgical pathology report - specimen received: uterus with right :fallopian tube and ovary diagnosis: uterus with right fallopian tube and ovary- adenomyosis uterus, benign endometrial mucosa with extensive autolysis, benign cystic follicles, right overy. Clinical diagnosis: preoperative diagnosis- dysmenorrhea, menorrhagia gross description: surgery: hysterectomy, right salpingo-oophorectomy designation: uterus/ cervix, right fallopian tube and ovary¿ received: in formalin is a uterus with attached cervix and attached right adnexa. Specimen was obtained on (B)(6) 2015. Previously administered products included for an unreported indication: morphine and prilosec. Concurrent conditions included overweight, hypertension, acute bronchitis, acute frontal sinusitis, acute maxillary sinusitis, esophageal reflux, gerd, gastritis, esophagus ulceration, barrett's oesophagus, abdominal adhesions, endometriosis of uterus, ovarian cystadenoma, smoker, esophagogastroduodenoscopy since (B)(6) 2015, abdominal pain, heartburn, nausea, dysphagia, skin lesion, benign neoplasm of skin, endometrial thickening, nickel sensitivity, hypertension, joint pain, arthritis, menstrual disorder and squamous cell metaplasia. Family history included diabetes mellitus (father), stroke syndrome (father), hypertension (maternal grandmothers), renal insufficiency and kidney cancer. Concomitant products included diazepam (valium), hormones, hydromorphone hydrochloride (hydromorphone hcl), ibuprofen, metoprolol fumarate (metoprolol), midazolam hydrochloride (midazolam hcl), nabumetone, omeprazole (protonix) and pethidine (meperidine). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea"), 6 years 8 months after insertion of essure. In 2008, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("anxiety/psychological or psychiatric problems condition: depression and mental anguish"), fatigue ("fatigue/fatgue") and alopecia ("hair loss") and was found to have weight increased ("weight gain/weight gain/loss specify: weight gain"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced mood swings ("mood swings"), hot flush ("hot flashes"), migraine ("migraines/migarine/headache") and headache ("headaches/migarine/headache"). In (B)(6) 2014, the patient experienced procedural pain ("painful post-operative recovery, physical pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge") and back pain ("lowe back pain/low back pain"). The patient was treated with ascorbic acid, hydrochlorothiazide, metoprolol, oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol), proton pump inhibitors, sertraline hydrochloride (zoloft), vitamins nos (multivitamins) and surgery (hysterectomy full with unilateral salpingo-oopherectomy - laparoscopy/ hysterectomy with). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, seizure, mood swings, hot flush, female sexual dysfunction, infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia and dyspareunia outcome was unknown and the genital haemorrhage, procedural pain, vaginal haemorrhage, menorrhagia, back pain and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, infection, menorrhagia, migraine, mood swings, procedural pain, seizure, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure-. (Essure insertion date discrepancy was noted (B)(6) 2007 and (B)(6) 2008) there was decrease of pain shortly after the essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Endoscopy - on an unknown date: gallbladder problem. Pathology test - on an unknown date: uterus with right fallopian tube and ovary: adenomyosis, uterus, benign endometrial mucosa with extensive autolysis. No pathologic diagnosis, uterine cervix. Benign cystic follicles, right ovary. No pathologic diagnosis, right fallopian tube.. Pregnancy test urine - on an unknown date: negative.. Smear cervix - on an unknown date: abnormal pap. Ultrasound biliary tract - on (B)(6) 2010: cholecystolithiasis.. Ultrasound chest - on (B)(6) 2014: solid hypoechoic 1.3 cm mass the subcutaneous tissues. This measures within 2 mm of the skin surface. No blood flow identified. Ultrasound scan - on an unknown date: gallbladder problem; in (B)(6) 2014: showed thickened endometrial lining and complex hemorrhagic cyst.. Concerning the injuries reported in this case, the following ones were described in patient's medical recordes: confirms abdominal pain, menorrhagia, dysmenorrhea, headache, seizure, anxiety, migraine. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2019: pfs received. Lot no. Added. Reporters information updated. Event:abdominal pain were added. Outcome of events were updated. Lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tubes") and genital haemorrhage ("abnormal bleeding(general)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 5 ((B)(6) 1991, (B)(6) 1994, (B)(6) 1995, (B)(6) 2006, (B)(6) 2007), gallbladder operation in 2009 and arthritis. Concurrent conditions included overweight, hypertension, acute bronchitis, acute frontal sinusitis, acute maxillary sinusitis, esophageal reflux, gerd, gastritis, esophagus ulceration, barrett's oesophagus, abdominal adhesions, endometriosis of uterus, ovarian cystadenoma, smoker and esophagogastroduodenoscopy since (B)(6) 2015. Family history included diabetes mellitus (father), stroke syndrome (father), hypertension (maternal grandmothers), renal insufficiency and kidney cancer. Concomitant products included diazepam (valium), hormones nos and ibuprofen. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2014, the patient experienced mood swings ("mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced procedural pain ("painful post-operative recovery, physical pain"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), seizure ("seizures"), vaginal discharge ("vaginal discharge") and back pain ("lowe back pain"). The patient was treated with hydrochlorothiazide, multivitamins, ascorbic acid (vitamin c), pantoprazole (protonix), oxycocet (percocet), metoprolol and surgery (hysterectomy with unilateral salpingo-oopherectomy - laparoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, procedural pain, mood swings, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, seizure, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia and back pain outcome was unknown. The reporter considered alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, infection, menorrhagia, migraine, mood swings, procedural pain, seizure, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure-. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. (B)(6) 2015 : surgical pathology report- specimen received: snub right shoulder diagnosis: skin lesion right shoulder, excision. Benign epidermal inclusion cyst clinical diagnosis and history: gerd, abdominal pain, nub right shoulder. Microscopic description: sections of skin lesion from right shoulder reveal a surface lining of benign keratinizing squamous epithelium. Beneath the epithelial surface is a benign cystic structure lined by a benign keratinizing squamous epithelium consistent with an epidermal inclusion cyst. Surgical pathology report - specimen received: gastro-esophageal junction biopsy. Diagnosis: squamous changes consistent with reflux. No evidence of eosinophilic esophagitis seen, no intestinal metaplasia, dysplasia or malignancy seen. Clinical diagnosis: preoperative diagnosis: gerd, abdominal pain postoperative diagnosis: esophageal ulcer microscopic description: the sections show primarily squamous mucosal tissue with reactive basilar hyperplasia and high vascular papillae suggestive of reflux. No evidence of eosinophilic esophagitis seen, no intestinal metaplasia, dysplasia or malignancy seen. (B)(6) 2015 : surgical pathology report - specimen received: uterus with right :fallopian tube and ovary diagnosis: uterus with right fallopian tube and ovary- adenomyosis uterus, benign endometrial mucosa with extensive autolysis, benign cystic follicles, right overy. Clinical diagnosis: preoperative diagnosis- dysmenorrhea, menorrhagia gross description: surgery: hysterectomy, right salpingo-oophorectomy designation: uterus/ cervix, right fallopian tube and ovary¿ received: in formalin is a uterus with attached cervix and attached right adnexa. Specimen was obtained on (B)(6) 2015. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirms abdominal pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet was received and the following information was provided: new reporter added; events onset date provided; coils had become embedded in her ovaries/migration of essure device was updated to perforation fallopian tubes. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coils had become embedded in her ovaries/migration of essure device") and genital haemorrhage ("abnormal bleeding(general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test- no". The patient's past medical history included multigravida, parity 5 ((B)(6) 1991, (B)(6) 1994, (B)(6) 1995, (B)(6) 2006, (B)(6) 2007), gallbladder operation in 2009 and arthritis. Concurrent conditions included overweight, hypertension, acute bronchitis, acute frontal sinusitis, acute maxillary sinusitis, esophageal reflux, gerd, gastritis, esophagus ulceration, barrett's oesophagus, adhesion, endometriosis of uterus, ovarian cystadenoma, smoker and esophagogastroduodenoscopy since (B)(6) 2015. Family history included diabetes mellitus (father), stroke syndrome (father), hypertension (maternal grandmothers), renal insufficiency and kidney cancer. Concomitant products included diazepam (valium), hormones nos and ibuprofen. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural pain ("painful post-operative recovery, physical pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), seizure ("seizures "), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and back pain ("lowe back pain"). The patient was treated with hydrochlorothiazide, multivitamins, ascorbic acid (vitamin c), pantoprazole (protonix), oxycocet (percocet), metoprolol and surgery (hysterectomy with unilateral salpingo-oopherectomy - laparoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, genital haemorrhage, procedural pain, mood swings, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, seizure, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia and back pain outcome was unknown. The reporter considered alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, infection, menorrhagia, migraine, mood swings, procedural pain, seizure, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure-. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. On (B)(6) 2015 : surgical pathology report- specimen received: snub right shoulder diagnosis: skin lesion right shoulder, excision. Benign epidermal inclusion cyst clinical diagnosis and history: gerd, abdominal pain, nub right shoulder. Microscopic description: sections of skin lesion from right shoulder reveal a surface lining of benign keratinizing squamous epithelium. Beneath the epithelial surface is a benign cystic structure lined by a benign keratinizing squamous epithelium consistent with an epidermal inclusion cyst. Surgical pathology report - specimen received: gastro-esophageal junction biopsy. Diagnosis: squamous changes consistent with reflux. No evidence of eosinophilic esophagitis seen, no intestinal metaplasia, dysplasia or malignancy seen. Clinical diagnosis: preoperative diagnosis: gerd, abdominal pain postoperative diagnosis: esophageal ulcer microscopic description: the sections show primarily squamous mucosal tissue with reactive basilar hyperplasia and high vascular papillae suggestive of reflux. No evidence of eosinophilic esophagitis seen, no intestinal metaplasia, dysplasia or malignancy seen. On (B)(6) 2015 : surgical pathology report - specimen received: uterus with right :fallopian tube and ovary diagnosis: uterus with right fallopian tube and ovary- adenomyosis uterus, benign endometrial mucosa with extensive autolysis, benign cystic follicles, right overy. Clinical diagnosis: preoperative diagnosis- dysmenorrhea, menorrhagia gross description: surgery: hysterectomy, right salpingo-oophorectomy designation: uterus/ cervix, right fallopian tube and ovary¿ received: in formalin is a uterus with attached cervix and attached right adnexa. Specimen was obtained on 04jun2015. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirms abdominal pain, menorrhagia, dysmenorrhea quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs: mood swings, hot flashes, abnormal bleeding(general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse) , infection (other), depression, anxiety , bladder or urinary problems or changes, migraines, headaches, migration of essure device, seizures ,dysmenorrhea (cramping) , pain/pelvic area pain, lower abdomen pain, lower back pain,vaginal discharge, fatigue, weight gain, hair loss, did you undergo an essure confirmation test- no. Reporters, patient demographics, medical history, concurrent conditions, concomitant medications were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') and seizure ('seizures') in a 39-year-old female patient who had essure (batch no. 625645, b25645-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didnot undergo an essure confirmation test". The patient's medical history included gallbladder operation in 2009, multigravida, parity 5 ((B)(6) 1991, (B)(6) 1994, (B)(6) 1995, (B)(6) 2006, (B)(6) 2007), arthritis, vomiting, stress, pain, hiatal hernia, cholecystitis, lipase increased, anorexia, dizziness, infected toe, illness, general body pain, sore throat, myalgia, swallowing disorder, coughing and cholecystectomy. * 15-may-2015 : surgical pathology report- specimen received: snub right shoulder diagnosis: skin lesion right shoulder, excision. Benign epidermal inclusion cyst clinical diagnosis and history: gerd, abdominal pain, nub right shoulder. Microscopic description: sections of skin lesion from right shoulder reveal a surface lining of benign keratinizing squamous epithelium. Beneath the epithelial surface is a benign cystic structure lined by a benign keratinizing squamous epithelium consistent with an epidermal inclusion cyst. Surgical pathology report - specimen received: gastro-esophageal junction biopsy. Diagnosis: squamous changes consistent with reflux. No evidence of eosinophilic esophagitis seen, no intestinal metaplasia, dysplasia or malignancy seen. Clinical diagnosis: preoperative diagnosis: gerd, abdominal pain postoperative diagnosis: esophageal ulcer microscopic description: the sections show primarily squamous mucosal tissue with reactive basilar hyperplasia and high vascular papillae suggestive of reflux. No evidence of eosinophilic esophagitis seen, no intestinal metaplasia, dysplasia or malignancy seen. (B)(6) 2015 : surgical pathology report - specimen received: uterus with right :fallopian tube and ovary diagnosis: uterus with right fallopian tube and ovary- adenomyosis uterus, benign endometrial mucosa with extensive autolysis, benign cystic follicles, right overy. Clinical diagnosis: preoperative diagnosis- dysmenorrhea, menorrhagia gross description: surgery: hysterectomy, right salpingo-oophorectomy designation: uterus/ cervix, right fallopian tube and ovary¿ received: in formalin is a uterus with attached cervix and attached right adnexa. Specimen was obtained on (B)(6) 2015. Previously administered products included for an unreported indication: morphine and prilosec. Concurrent conditions included esophagogastroduodenoscopy since (B)(6) 2015, overweight, hypertension, acute bronchitis, acute frontal sinusitis, acute maxillary sinusitis, esophageal reflux, gerd, gastritis, esophagus ulceration, barrett's oesophagus, abdominal adhesions, endometriosis of uterus, ovarian cystadenoma, smoker, abdominal pain, heartburn, nausea, dysphagia, skin lesion, benign neoplasm of skin, endometrial thickening, nickel sensitivity, hypertension, joint pain, arthritis, menstrual disorder and squamous cell metaplasia. Family history included diabetes mellitus (father), stroke syndrome (father), hypertension (maternal grandmothers), renal insufficiency and kidney cancer. Concomitant products included diazepam (valium), hormones, hydromorphone hydrochloride (hydromorphone hcl), ibuprofen, metoprolol fumarate (metoprolol), midazolam hydrochloride (midazolam hcl), nabumetone, omeprazole (protonix) and pethidine (meperidine). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea"), 6 years 8 months after insertion of essure. In 2008, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("anxiety/psychological or psychiatric problems condition: depression and mental anguish"), fatigue ("fatigue/fatgue") and alopecia ("hair loss") and was found to have weight increased ("weight gain/weight gain/loss specify: weight gain"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced mood swings ("mood swings"), hot flush ("hot flashes"), migraine ("migraines/migarine/headache") and headache ("headaches/migarine/headache"). In (B)(6) 2014, the patient experienced procedural pain ("painful post-operative recovery, physical pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, seizure (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding(general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge") and back pain ("lowe back pain/low back pain"). The patient was treated with ascorbic acid, hydrochlorothiazide, metoprolol, oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol), proton pump inhibitors, sertraline hydrochloride (zoloft), vitamins nos (multivitamins) and surgery (hysterectomy full with unilateral salpingo-oopherectomy - laparoscopy/ hysterectomy with). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, seizure, mood swings, hot flush, female sexual dysfunction, infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia and dyspareunia outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, back pain and abdominal pain had resolved and the procedural pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, infection, menorrhagia, migraine, mood swings, procedural pain, seizure, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure-. (Essure insertion date discrepancy was noted (B)(6) 2007 and (B)(6) 2008). There was decrease of pain shortly after the essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Endoscopy - on an unknown date: gallbladder problem. Pathology test - on an unknown date: uterus with right fallopian tube and ovary: adenomyosis, uterus, benign endometrial mucosa with extensive autolysis. No pathologic diagnosis, uterine cervix. Benign cystic follicles, right ovary. No pathologic diagnosis, right fallopian tube.. Pregnancy test urine - on an unknown date: negative.. Smear cervix - on an unknown date: abnormal pap. Ultrasound biliary tract - on (B)(6) 2010: cholecystolithiasis.. Ultrasound chest - on (B)(6) 2014: solid hypoechoic 1.3 cm mass the subcutaneous tissues. This measures within 2 mm of the skin surface. No blood flow identified. Ultrasound scan - on an unknown date: gallbladder problem; in (B)(6) 2014: showed thickened endometrial lining and complex hemorrhagic cyst.. Concerning the injuries reported in this case, the following ones were described in patient's medical recordes: confirms abdominal pain, menorrhagia, dysmenorrhea, headache, seizure, anxiety, migraine. Lot number ( b25645 ) is not valid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: update of information (batch is not valid) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') and seizure ('seizures') in a 39-year-old female patient who had essure (batch no. 625645, b25645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didnot undergo an essure confirmation test". The patient's medical history included gallbladder operation in 2009, multigravida, parity 5 ((B)(6) 1991, (B)(6) 1994, (B)(6) 1995, (B)(6) 2006, (B)(6) 2007), arthritis, vomiting, stress, pain, hiatal hernia, cholecystitis, lipase increased, anorexia, dizziness, infected toe, illness, general body pain, sore throat, myalgia, swallowing disorder, coughing and cholecystectomy. * (B)(6) 2015 : surgical pathology report- specimen received: snub right shoulder diagnosis: skin lesion right shoulder, excision. Benign epidermal inclusion cyst clinical diagnosis and history: gerd, abdominal pain, nub right shoulder. Microscopic description: sections of skin lesion from right shoulder reveal a surface lining of benign keratinizing squamous epithelium. Beneath the epithelial surface is a benign cystic structure lined by a benign keratinizing squamous epithelium consistent with an epidermal inclusion cyst. Surgical pathology report - specimen received: gastro-esophageal junction biopsy. Diagnosis: squamous changes consistent with reflux. No evidence of eosinophilic esophagitis seen, no intestinal metaplasia, dysplasia or malignancy seen. Clinical diagnosis: preoperative diagnosis: gerd, abdominal pain postoperative diagnosis: esophageal ulcer microscopic description: the sections show primarily squamous mucosal tissue with reactive basilar hyperplasia and high vascular papillae suggestive of reflux. No evidence of eosinophilic esophagitis seen, no intestinal metaplasia, dysplasia or malignancy seen. (B)(6) 2015 : surgical pathology report - specimen received: uterus with right :fallopian tube and ovary diagnosis: uterus with right fallopian tube and ovary- adenomyosis uterus, benign endometrial mucosa with extensive autolysis, benign cystic follicles, right overy. Clinical diagnosis: preoperative diagnosis- dysmenorrhea, menorrhagia gross description: surgery: hysterectomy, right salpingo-oophorectomy designation: uterus/ cervix, right fallopian tube and ovary¿ received: in formalin is a uterus with attached cervix and attached right adnexa. Specimen was obtained on (B)(6) 2015. Previously administered products included for an unreported indication: morphine and prilosec. Concurrent conditions included esophagogastroduodenoscopy since (B)(6) 2015, overweight, hypertension, acute bronchitis, acute frontal sinusitis, acute maxillary sinusitis, esophageal reflux, gerd, gastritis, esophagus ulceration, barrett's oesophagus, abdominal adhesions, endometriosis of uterus, ovarian cystadenoma, smoker, abdominal pain, heartburn, nausea, dysphagia, skin lesion, benign neoplasm of skin, endometrial thickening, nickel sensitivity, hypertension, joint pain, arthritis, menstrual disorder and squamous cell metaplasia. Family history included diabetes mellitus (father), stroke syndrome (father), hypertension (maternal grandmothers), renal insufficiency and kidney cancer. Concomitant products included diazepam (valium), hormones, hydromorphone hydrochloride (hydromorphone hcl), ibuprofen, metoprolol fumarate (metoprolol), midazolam hydrochloride (midazolam hcl), nabumetone, omeprazole (protonix) and pethidine (meperidine). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea"), 6 years 8 months after insertion of essure. In 2008, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("anxiety/psychological or psychiatric problems condition: depression and mental anguish"), fatigue ("fatigue/fatgue") and alopecia ("hair loss") and was found to have weight increased ("weight gain/weight gain/loss specify: weight gain"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced mood swings ("mood swings"), hot flush ("hot flashes"), migraine ("migraines/migarine/headache") and headache ("headaches/migarine/headache"). In (B)(6) 2014, the patient experienced procedural pain ("painful post-operative recovery, physical pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage ("abnormal bleeding(general)"), seizure (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge") and back pain ("lowe back pain/low back pain"). The patient was treated with ascorbic acid, hydrochlorothiazide, metoprolol, oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol), proton pump inhibitors, sertraline hydrochloride (zoloft), vitamins nos (multivitamins) and surgery (hysterectomy full with unilateral salpingo-oopherectomy - laparoscopy/ hysterectomy with). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, seizure, mood swings, hot flush, female sexual dysfunction, infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia and dyspareunia outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, back pain and abdominal pain had resolved and the procedural pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, infection, menorrhagia, migraine, mood swings, procedural pain, seizure, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure-. (Essure insertion date discrepancy was noted (B)(6) 2007 and (B)(6) 2008). There was decrease of pain shortly after the essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Endoscopy - on an unknown date: gallbladder problem. Pathology test - on an unknown date: uterus with right fallopian tube and ovary: adenomyosis, uterus, benign endometrial mucosa with extensive autolysis. No pathologic diagnosis, uterine cervix. Benign cystic follicles, right ovary. No pathologic diagnosis, right fallopian tube.. Pregnancy test urine - on an unknown date: negative.. Smear cervix - on an unknown date: abnormal pap. Ultrasound biliary tract - on (B)(6) 2010: cholecystolithiasis.. Ultrasound chest - on (B)(6) 2014: solid hypoechoic 1.3 cm mass the subcutaneous tissues. This measures within 2 mm of the skin surface. No blood flow identified. Ultrasound scan - on an unknown date: gallbladder problem; in (B)(6) 2014: showed thickened endometrial lining and complex hemorrhagic cyst. Concerning the injuries reported in this case, the following ones were described in patient's medical recordes: confirms abdominal pain, menorrhagia, dysmenorrhea, headache, seizure, anxiety, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for pain and bleeding added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coils had become embedded in her ovaries") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient started essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (hysterectomy in(B)(6) 2014). In (B)(6) 2014, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the embedded device and procedural pain outcome was unknown. The reporter considered embedded device and procedural pain to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and her coils had become embedded in her ovaries. Plaintiff underwent a hysterectomy, approximately six years after insertion. The event, seen as embedded device, is anticipated in the reference safety information for essure. In this case, the exact time point and mechanism of embedment are not known, however, considering the event's nature, embedded device was considered related to essure. This case was regarded as incident, as a surgical intervention was required. In addition, a non serious event was reported. A product technical analysis is expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality safety evaluation of ptc company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and her coils had become embedded in her ovaries. Plaintiff underwent a hysterectomy, approximately six years after insertion. The event, seen as embedded device, is anticipated in the reference safety information for essure. In this case, the exact time point and mechanism of embedment are not known, however, considering the event's nature, embedded device was considered related to essure. This case was regarded as incident, as a surgical intervention was required. In addition, a non serious event was reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.